Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument worked fine until the 3rd clip was to be applied. The device would not fire and a strange noise was heard. On the opposite of the device, a loose "thing" was found. Another instrument was used to complete the case. There was no consequence to the pt.